Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Initial surgery was (B)(6) 2015 and inserted 158123015 sigma stab gvf size 3 15mm. Taken back for surgery today due to instability and replaced insert and did the patella. On investigation the spine broke off poly insert. If other, describe --> total knee replacement., patient status/ outcome / consequences --> no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> yes, if yes, describe --> poly exchange 5 years post surgery. 158123115., is the patient part of a clinical study --> no, (B)(4). Device property of -->none, device in possession of -->none. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst.--> true.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: a manufacturing record evaluation were performed for the finished device DHR 158123015 / d11050899, it was manufactured on 16-may-2011. (B)(4) parts were manufactured per specification and all raw materials met specification, and no non-conformances were identified.